Event description:
This is a follow up report.

Event description:
A customer contacted beckman coulter (bec) reporting white blood count (wbc) background and vote out errors were generated on the coulter act diff 2 hematology analyzer. Upon repairs of the issue a bec field service engineer (fse) discovered salt build up and a small leak of diluent following start-up. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and goggles during the occurrence of this event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found the error and corrected the issue by replacing the white blood cell (wbc) bath and made the appropriate aperture specification adjustments. The fse also noticed a salt buildup and a small amount of diluent following startup on the closed vial mode assembly. The fse replaced the probe wipe block and the vacuum isolator chamber to fix the issue. The leak was confirmed to be diluent only and was not related to the initial errors generated. Service activity was performed and was verified to meet the specified requirements per established procedure. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Manufacturer narrative:
This follow up report is being submitted to correct the date of event to (B)(6) 2013.